Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account stated that axsym hbsag reagent pack lot # 49492m200 failed to open resulting in a probe crash. The flipper bar opened but the stopper did not open on bottle #3. There was no report of impact to patient results.